Manufacturer narrative:
H4: the lot was manufactured between february 10, 2023 and february 14, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed white drug crystallization located near the fill port cap. There was no evidence of a liquid leak in the photograph. The reported condition was verified as dry crystallization which may indicate a leak has occurred. The cause of the crystallization could not be determined; however, the drug crystallization may have occurred during the filling step as a result of inadvertent drops of liquid drug near the fill port area (user filling technique). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The leak was described as, ¿received the infusor with crystals on top and there was leak¿. The leak was discovered while preparing a prescription on opening the outer bag prior to patient use. There was no patient involvement. No additional information is available.